Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt gets full pain relief but she does not physically feel the stimulation. She claims that she occasionally falls down. The amplitude was decreased to support the pt when standing or walking. The pt reported she is obtaining pain relief. No further info is available at this time.